Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact, appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
In situ measurements show affected channels. Patient's mother stated that there were no possible self-injurious episodes between january and present day while the patient was at home. Recipient wears a helmet, but his mother reports that he dislikes it and can remove it himself. It is not confirmed whether at school the hard helmet is being put on the recipient's head or not. Imaging and surgeon consult have also been recommended to determine next steps. Despite requested, further information could not be obtained.